Manufacturer narrative:
Correction: upon review, the right ventricular lead (MFR: 2017865-2020-09063) should not have been submitted as a medical device report (MDR) as the manufacturer is greatbatch and not abbott.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI, model number, batch/lot number, PMA number, manufacturing date, and expiration date are unknown as serial number is unknown.

Event description:
Related manufacturer reference number: 2017865-2020-08913. It was reported that the patient presented in clinic. Upon interrogation, it was suspected that the patient's pacemaker had exhibited premature battery depletion. It was also noted that the patient's chronic right ventricular lead exhibited high capture threshold and failed to capture. The pacemaker was explanted and replaced, and the right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable.